Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. (B)(6) technical services (ts) discussed presenting electrogram (egm) has very small signals on the ra egm that are not sensed by the device. Also discussed unipolar sensing as an options but the risk of myopotential oversensing may not be worth it. In addition, it was noted "jumpy'' but not out of range impedances. To date, the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).